Manufacturer narrative:
(B)(4).

Event description:
The pt's ptm (personal therapy manager) was displaying an error code. The pt contacted her physician and was admitted to the hospital later that night. The pump was interrogated the next day. The pump logs indicated that a pump stall recovered. The pt was discharged to home. On (B)(6) 2011, the pt contacted the physician because the pump was alarming. The pt was scheduled for replacement surgery. The pump was replaced. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver morphine (40 mg/ml, 4.502 mg/day) and marcaine (2.5 mg/ml, 0.2814 mg/day).